Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5148319.

Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray revealed that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were discarded.